Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 indicating that they had experienced error 1109. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to request assistance with error code 1109. The rse discussed with the customer the operation of the auto zero solenoids. The customer stated they had run it for an hour on a lung test, but was unable to reproduce the error. The customer checked the alignment of the solenoids to the da pcba and stated that they were correct. The rse then recommended the replacement of both solenoid 2 and 4 and provided the customer with the part number for the solenoid valve. The investigation is ongoing.